Event description:
The report from the affiliate indicated that approx six (6) weeks after the index procedure the pt complained of chest uneasiness. The pt had two (2) cypher stents implanted during the index procedure. Coronary angiography was done and confirmed thrombus (late thombus) in the mid section of the proximally implanted cypher stent. Aspiration of the thrombus was attempted but was not successful. Ivus was conducted and confirmed that the sent was not symmetrical. Ptca was then done with a powersail 3.75/8 mm balloon at the level of the mid right coronary artery (rca). The powersail was then exchanged for an avion hp 4.0/20 mm balloon that was inflated for three (3) minutes/pressure unk at the level of the proximal rca. Ivus was repeated and the thrombus was reported to have disappeared. The pt was reported to be in stable condition post-procedure.